Event description:
Pt had plates and screws in place from previous surgery. Pt was diagnosed with pseudarthrosis. Hospital dissected to the fusion site and found that the screws in the pedicle were loose. Also found that the fusion originally did not fuse. Hospital removed all the hardware and placed autologous bone from pt's illiac crest, right side, into the fusion site. Closed without problems.